Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the retaining screwdriver tip sheared off during surgery. No patient complications were reported.